Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead exhibited a sudden increase in pace impedance measurement resulting in high out-of-range measurements. Additionally, high pacing thresholds, loss of sensing and loss of capture (loc) were observed. Fluoroscopy was performed which confirmed a lead fracture. Due to the patient's age and condition the physician elected to not intervene and reprogrammed the device to vvi 50 due to the patient's chronic atrial fibrillation. No adverse patient effects were reported. This lead is no longer in service.